Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27677. It was reported that when the patient presented in clinic for a follow up, multiples auto mode switches (ams), loss of capture on the right atrial (ra) lead, and noise oversensing on the right ventricular (rv) lead were observed. The noise was noted during a cardiac surgery. Programming changes were made. The patient¿s condition was not known.